Manufacturer narrative:
The device history record (DHR) of lot number 258346 was reviewed on 6/28/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/3/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown gel breast implants which the right side ruptured after implantation. Upon receipt by mentor, the device contained gel with cloudy appearance. Red material was observed within the device. Gel was observed on the shell surface. The product evaluation team¿s visual examination of the device revealed a rent measuring 5.0 cm on the anterior view. Additional area of missing material measuring 6.0 x 1.7 cm was observed at the end of the rent also on the anterior view. The microscopic examination of the edges of the rent and missing material gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent and an area of missing material were found on the device. Nonetheless, a microscopic examination of the edges of the rent and missing material was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the red material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 5/12/2018. The product code and lot number were obtained for the impacted and concomitant products. The impacted product was a 300cc mentor memorygel breast implant. When the device was explanted, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was also performed. The mentor failure analysis lab received the device for evaluation on 5/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant medical products: 300cc mentor memorygel breast implant, lot #2511420. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor gel implant., serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with unknown gel breast implants which the right side ruptured after implantation. The issue was detected by ultrasound. As a result patient had the implant removed on (B)(6) 2018.